Manufacturer narrative:
The company rep inspected the unit and did not observe any sign of blood in the unit. The alarm code was optical. The company rep noticed that the tp4 to tp5 on solenoid driver board was out of specification of 3.0 volts. The blood back alarm was not duplicated by the company rep. The solenoid driver board (part number 0670-00-0638) was replaced. The company rep performed functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer stated that while the iabp was in use on a pt, the iabp generated "blood back" alarm. The iabp and the balloon were replaced and the therapy was continued. No pt injury was reported.